Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1) occurred. Also, it was noted that multiple altitude alarms occurred. The customer loaded a new cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.